Event description:
Contact reported that a patient had a c5-c6-c7 cervical fusion in 2006 using the depuy spine eagle system. One screw at c7 backed out from the cervical plate. Surgeon performed a second procedure to remove the one screw completely. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Screw was not returned for evaluation. Lot number of the screw and plate are not known at this time. No conclusions can be made at this time. The process of screw fixation is technique sensitive, and care must be taken to ensure that the screws are properly angled and fully tightened.